Event description:
A resume pump alarm occurred, prompting a customer to report the issue. There was no reported impact on the customer¿s blood glucose level regarding this alarm. The customer alleged that the resume pump occurred multiple times and no longer wanted to use this pump. Technical support assisted with a reset attempt and provided instructions for returning the problematic pump, which was under warranty, using a pre-paid label.